Manufacturer narrative:
The tube was discarded, and therefore not available for failure analysis. The lot number is unknown and the device history for records for the lot can not be reviewed. No analysis or conclusions can be drawn without the device or the lot number.

Event description:
The caller stated that the tracheostomy tube was pretested and was placed into a patient in surgery. The caller stated that there was a hole in the cuff where it attaches to the tracheostomy tube and it was removed. The caller stated the patient was re intubated and the used tube was discarded.